Manufacturer narrative:
The reported field event of failure to capture, high impedence and no device output was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during implantation of a new system, the patient was at lower frequencies without stimulation. Upper out of range pacing and high voltage lead impedance measurements were observed. The capture and wave thresholds were not correct due to the lack of stimulation of the defibrillator. The patient was sent to the surgery room and the issues were still present when the device was connected to the lead. A second device was tested and measured normal ranges. The device was removed and a new device was successfully implanted instead.